Manufacturer narrative:
The handpiece was received at the MFR for eval, but based on the investigation details the reported condition of the device running on its own could not be duplicated. However, the motor, press plug, and bearings were replaced due to an intermittent motor problem. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.

Event description:
It was reported that the handpiece continued to run on its own during a surgical procedure. There were no reports of any pt or user injury, and no adverse consequences were reported as a result of this event.